Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device detached from the instrument while the surgeon was deploying a strap. The strap and the white tip were removed by the surgeon from the extra peritoneal space and no additional dissection was required. A like product was used to complete the procedure. There was no additional blood lost and the patient was fine post-surgery. There were no adverse patient consequences reported.